Manufacturer narrative:
On 6-june-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a detached brim cap occurred. A photo was submitted during the time of report, and the complaint device in the photo demonstrated a detached brim cap. No patient consequences were reported. Device evaluation details: visual analysis revealed that the brim cap was found detached from its place; however, adhesive residues were observed during the analysis that confirmed a good manufacturing process assembly. This failure found could be related to the incorrect insertion of the dilator into the sheath causing the detachment of the brim cap; however, this could not be conclusively determined. Device history record was performed for the finished device 00002053 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received a photograph of the complaint device for evaluation. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the brim cap was detached from the rest of the device and inserted on the dilator. This issue could be related to the incorrect insertion of the dilator into the sheath causing the detachment of the brim cap; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00002053 number, and no internal action related to the complaint was found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath small and a detached brim cap occurred. A photo was submitted during the time of report, and the complaint device in the photo demonstrated a detached brim cap. No patient consequences were reported. Brim cap detachment is MDR-reportable.